Manufacturer narrative:
(B)(4) (importer, registration no. 2916714) is submitting this report on behalf of (B)(4) (manufacturer, registration no. 9610612). Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "the jaws of the device appear to be broken, the device would not function. This device was previously repaired on january 14, 2019." This incident did not cause or contribute to serious injury or death or a delay in surgery. No additional intervention mentioned.

Manufacturer narrative:
Reported problem: previously repaired on 14jan2019. Jaws appear to be broken now, so the instrument will not function as it should. Investigation: both of the hinge links are missing. There is some damage to the rail slots in the jaws. Root cause: unknown. Conclusion: unknown. Actions: repair by aesculap technical services (ats). Additional information / investigation results will be provided in a supplemental report, if applicable.